Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and low sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislocated. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Upon analysis, the reported events for oversensing and inadequate capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The measured full helix extension length was within specification.